Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Alleged event cannot be confirmed. Labeling review: potential adverse events and complications as with any other orthopedic and grafting procedures, wound complications may occur, which include hematoma, edema, swelling and fluid accumulation, tissue thinning, infection, or other complications that are possible with any surgery. Product remains in-situ.

Event description:
Patient underwent anterior/posterior lumbar decompression procedures on (B)(6) 2015. As per reporter a combination of manufacturer products were used at the time of event. Patient has experienced post-operative effects that are inhibiting him from carrying out daily activities. At this time there is no allegation of product malfunction.